Event description:
It was reported that during an iliac stenting procedure, removal difficulties were encountered. The lesion was located in the iliac artery, the vessel and lesion characteristics are unknown. A non-bsc guide wire and the 10x14x1350 sentinol self-expanding nitinol biliary stent delivery system (sds) were advanced to the lesion and the stent was successfully deployed. Post deployment, the sds was unable to be removed. The guide wire was removed, which then allowed for the successful removal of the sds. The procedure was completed with this device. No patient injury or complications were reported. The patient's condition was reported as "ok". Additional information has been requested.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.